Manufacturer narrative:
Clinical review: there is a temporal relationship between the patient feeling full and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the fullness and the liberty select cycler and a review of the treatment data at the time of the report did not show any overfill event. The patient was in the hospital at the time of the call for acute bronchitis, cough, congestion and headaches which are unrelated to the patient¿s pd therapy. The physician documented that this was most likely viral in nature as other family members also had the same illness. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. There was no allegation of a machine malfunction or deficiency related to this event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018, this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported that she was feeling full in dwell 5 of 5. The patient stated that she did not want to stat drain, but wanted the treatment data reviewed to see if she was overfilled. A review of the treatment did not show any overfill or any alarms. The patient was advised to contact her peritoneal dialysis registered nurse (pdrn) to report the fullness. Follow up with the patient indicates that the patient was hospitalized. Additional information was obtained through the pdrn on (B)(6) 2018 and through discharge summary received (B)(6) 2018. The patient presented to the emergency room (ER) on (B)(6) 2018 (date discrepancy reported as (B)(6) 2018 by pdrn) with complaints of cough, congestion and generalized aches for the past week. The patient had visited an urgent care and was prescribed a z-pak, but she still felt bad. The patient also stated she had headaches with diffuse myalgia and weakness but denied any nausea and vomiting. The patient stated her pd fluid was clear at home. The patient was found to have wheezing on exam with a temperature of 38.4°c (101.2°f). Family members were reported to have the same illness and therefore the physician stated this was probably viral in nature. A chest x-ray was completed with no acute pathology and a head computed tomography (CT) scan revealed similar. The patient was admitted with a diagnosis of acute bronchitis and prescribed/treated with 4 days rocephin and doxycycline (route, dose, strength and frequency unknown). She was also started on a nebulizer and as needed cough medicine as well as intravenous (IV) solumedrol (dose, frequency and duration unknown) however, that was discontinued as the patient became hyperglycemic. Her insulin prescription was adjusted (specifics not documented). The patient continued pd therapy during the hospitalization with aggressive ultrafiltration (uf) utilizing 4.25% delflex alternating with 2.5% delflex. The patient improved and on (B)(6) 2018 was discharged with mild cough, no wheezing and a 7 day antibiotic course of doxycycline and omnicef (route, dose, strength and frequency unknown) as well as protonix, codeine- guaifenesin (route, dose, strength and frequency unknown) and norco three times a day as needed for 7 days. A repeat chest x-ray did not reveal pneumonia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."